Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 : not available.

Event description:
It was reported that the patient's left knee was revised due to wear of the poly insert. A 4x9 insert was exchanged for a 4x12 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.